Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the patient was unable to provide a strip lot number, in-house testing with reserve product from the same lot and a review of manufacturing records could not be performed. The patient did not provide comparatives for the reported inratio values. Therefore, it is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Pending investigation.

Event description:
The patient reported all 3 inratio results as being unexpectedly high as warfarin was held but inr results did not decrease. The patient reported a therapeutic range of 2.0-3.0. Below is a chronology of events reported by the patient: on (B)(6) 2016: inratio inr test result of 1.4. Patient reported experiencing blood clots in both legs and underwent angioplasty operation to unblock blood vessels. Patient was discharged as stable. On (B)(6) 2016: inratio inr test result of 2.6. Patient reported again experiencing blood clots in both legs and underwent angioplasty operation to unblock blood vessels. Patient was discharged as stable. On (B)(6) 2016: inratio inr test result of 2.4. On (B)(6) 2016: the patient reported being hospitalized for severe blood clots in both legs that resulted in the amputation of one leg. The patient did not test using the inratio system during hospitalization. The patient received a laboratory inr result of 2.2 on (B)(6) 2016. Patient was discharged as stable. No additional information on confirmatory tests available. The patient reported milking finger after fingerstick for inratio tests. Although requested, no additional information is available. [Subsequent correlation issues were reported under MDR# 2027969-2016-00517.]